Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported ¿door is shut but the pump insists upon itself that the door is, in fact, still open¿ was reproduced. A review of the event history log for the reported event date found no recorded events however during the last days of use there are multiple "shut door - power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the door would not close due to a wrong size shim. The case shimming will be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump continued to alarm door open when door is closed during programming/setup. There was no patient involvement. No additional information is available.